Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 560 mg/dl; cause was unknown. Reportedly, a correction injection was delivered to address bg. The customer mentioned they had moderate ketones that the customer¿s health care provider (hcp) identified as life threatening, however, no injury or permanent damage occurred. Recommendation was made to consult with a healthcare provider regarding diabetes management.